Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis revealed the battery depletion attributed to an increased power consumption. No adverse patient effects were reported.